Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been in and out of the hospital and recovery in nursing care. The nursing home staff were told not to mess with the patient's setting but they did. The patient got back to the nursing facility and the patient had their first seizure. No further complications were reported/anticipated.